Manufacturer narrative:
Findings: pump error noted in the pump history and critical pump error due to out of spec force sensor zero offset. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was in hospital for non-diabetes related illness. The customer believes that she broke her insulin pump because she dropped it in the shower. Her blood glucose value was unknown. Checked her alarm history and found that she received a pump error and was not able to rewind the insulin pump. Customer was advised that insulin pump would need to be replaced and to revert to a backup plan. The pump will be returned for analysis.